Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer's blood glucose level exceeded 500 mg/dl, with the continuous glucose monitor reading "high" on several occasions. The customer administered correction boluses via the pump and injections to address the high bg. Customer changed cartridge and infusion set to address the issue.